Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed that the device does not have visual defects. The gauge needle was at 0 atm when received. A functional evaluation was performed to pressurize the device to 10 atm with 35 ml of water for 30 seconds. No issues were noted with the gauge needle during functional analysis. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two alliance syringe used during the same procedure. Manufacturer report# 3005099803-2017-03225 pertains to the first device, manufacturer report. Pertains to the second device. It was reported to boston scientific corporation that two alliance inflation syringes were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe; however, the gauge did not register a change in pressure as the balloon inflated. The same issue happened with the second syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two alliance syringe used during the same procedure. Manufacturer report# 3005099803-2017-03225 pertains to the first device, manufacturer report# 3005099803-2017-03226 pertains to the second device. It was reported to boston scientific corporation that two alliance inflation syringes were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe; however, the gauge did not register a change in pressure as the balloon inflated. The same issue happened with the second syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.